Event description:
It was reported that (1) device was used during a total gastrectomy. It was reported by the affiliate that the surgeon would not remove the cdh25 instrument due to the uncut tissue, although the washer broke. Another instrument was used to complete the case. There was no consequence to the pt.